Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device was not detected, stopped working, the jaws were difficult to open, and the knife blade did not retract. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic hysterectomy, the device was used to seal the uterine arteries when several issues were identified. After multiple complete seals, the knife trigger became stuck in the pulled position and the trigger stuck on the uterine arteries. The device jaw was difficult or impossible to open, resulting in the device becoming stuck on tissue. The device was cleaned with wet gauze. The knife blade was extended, but it did not protrude beyond the edge of the jaws. Removal of the device required resection of the surrounding tissue. Additionally, the device was not recognized by the generator, displaying the error message "instrument not recognized" immediately after connection. This incident did not cause the procedure to be extended by more than 30 minutes. Another device was used successfully with the same generator.

Manufacturer narrative:
D10 concomitant product: lf5637, ligasure lf5637 retractable l hook (lot # 53370334x); vlft10gen, vlft10gen ft series energy platformx1 (serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.